Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017 at 7:00 am. The customer reported bent infusion sets. The blood glucose value at the time of admission 531 mg/dl. The customer had symptoms of vomiting and stomach pains. The customer was treated with manual injections. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 235 mg/dl. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.